Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1706341) on 28-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor") and genital haemorrhage ("major bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lormetazepam (noctamid), zolpidem and zopiclone (imovane) for sleep disorder as well as estriol;lactobacillus rhamnosus;progesterone (florgynal), nitrazepam (mogadon) and valaciclovir hydrochloride (zelitrex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginitis ("first episode of vulvovaginitis") and fungal infection ("recurrent mycosis on several occasions"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor"). In (B)(6) 2015, the patient experienced sleep disorder ("sleep disturbances"), asthenia ("asthenia"), anxiety ("anxiety") and the first episode of depression ("depressive syndrome because she was not herself"). In (B)(6) 2016, the patient experienced influenza like illness ("flu-like syndrome"). In 2017, the patient experienced post procedural discomfort ("pelvic discomfort following hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tachycardia ("tachycardia"), visual impairment ("changes in vision"), occipital neuralgia ("arnold¿s neuralgia"), pruritus ("pruritus"), menorrhagia ("menorrhagia every 15 days, hemorrhagic menstruation for at least 15 days"), vulvovaginal mycotic infection ("herpetic and mycosic vulbovaginitis"), insomnia ("insomnia"), frequent bowel movements ("bowel movement acceleration without diarrhea"), dizziness ("dizziness"), decreased appetite ("decreased appetite"), social avoidant behaviour ("inhibition"), vitamin d deficiency ("hypovitaminosis d") and genital herpes ("herpetic and mycosic vulbovaginitis") and experienced the second episode of depression. The patient was treated with surgery (hysterectomy and bilateral salpingectomy performed via laparoscopy on (B)(6) 2017, ovaries preserved). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginitis, fungal infection, abdominal pain upper, sleep disorder, asthenia, anxiety, tachycardia, visual impairment, occipital neuralgia, pruritus, menorrhagia, influenza like illness, vulvovaginal mycotic infection, frequent bowel movements, dizziness, social avoidant behaviour, vitamin d deficiency, post procedural discomfort and genital herpes outcome was unknown, the last episode of depression outcome was unknown and the insomnia and decreased appetite was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, asthenia, fungal infection, genital haemorrhage, occipital neuralgia, pruritus, sleep disorder, tachycardia, visual impairment, vulvovaginitis and the first episode of depression with essure. The reporter considered anxiety, decreased appetite, dizziness, frequent bowel movements, genital herpes, influenza like illness, insomnia, menorrhagia, post procedural discomfort, social avoidant behaviour, vitamin d deficiency, vulvovaginal mycotic infection and the second episode of depression to be related to essure. The reporter commented: essure insertion was performed under general anesthesia: 8 trailing coils on right and 7 trailing coils on left. The patient insisted to undergo hysterectomy and bilateral salpingectomy, which was performed on (B)(6) 2017 via laparoscopy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.562 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: essure insertion procedure details and medical history were provided. Essure removal method was updated (bilateral salpingectomy was added).new events added: anxiety, social avoidant behaviour, decreased appetite, dizziness, frequent bowel movements, genital herpes, influenza like illness, insomnia, menorrhagia, post procedural discomfort, vitamin d deficiency and vulvovaginal mycotic infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor") and genital haemorrhage ("major bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lormetazepam (noctamid), zolpidem and zopiclone (imovane) for sleep disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginitis ("first episode of vulvovaginitis") and fungal infection ("recurrent mycosis on several occasions"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor"). In (B)(6) 2015, the patient experienced sleep disorder ("sleep disturbances"), asthenia ("asthenia"), anxiety ("anxiety") and depression ("depressive syndrome because she was not herself"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tachycardia ("tachycardia"), visual impairment ("changes in vision"), occipital neuralgia ("arnold's neuralgia") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2017, ovaries preserved). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginitis, fungal infection, abdominal pain upper, sleep disorder, asthenia, anxiety, depression, tachycardia, visual impairment, occipital neuralgia and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, anxiety, asthenia, depression, fungal infection, genital haemorrhage, occipital neuralgia, pruritus, sleep disorder, tachycardia, visual impairment and vulvovaginitis with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor and major bleeding (seen as genital bleeding). A hysterectomy was performed, ovaries were preserved. The event abdominal pain and genital bleeding are regarded as anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding are highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Based on the nature of the events, a causal relationship with essure cannot be excluded. In line with health authority's assessment, this case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor") and genital haemorrhage ("major bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lormetazepam (noctamid), zolpidem and zopiclone (imovane) for sleep disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vulvovaginitis ("first episode of vulvovaginitis") and fungal infection ("recurrent mycosis on several occasions"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("start of pain, initially epigastric and then diffuse chronic abdominal pain with no triggering factor"). In (B)(6) 2015, the patient experienced sleep disorder ("sleep disturbances"), asthenia ("asthenia"), anxiety ("anxiety") and depression ("depressive syndrome because she was not herself"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), tachycardia ("tachycardia"), visual impairment ("changes in vision"), occipital neuralgia ("arnold's neuralgia") and pruritus ("pruritus"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2017, ovaries preserved). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginitis, fungal infection, abdominal pain upper, sleep disorder, asthenia, anxiety, depression, tachycardia, visual impairment, occipital neuralgia and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, anxiety, asthenia, depression, fungal infection, genital haemorrhage, occipital neuralgia, pruritus, sleep disorder, tachycardia, visual impairment and vulvovaginitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1060 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.